Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (25 mg/ml at 6.7 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 07-mar-2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated a motor stall occurred on (B)(6) 2018. The stall was active. They programmed the pump to minimum rate mote and would manage the patient with orals or IV (intravenous). The hcp was possibly going to send the patient to the ER (emergency room). The patient was ¿not feeling well¿; the symptom had come on suddenly. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was now in hospice and they would not be using the targeted drug delivery (tdd) therapy. The hcp wanted to permanently shut down the pump on (B)(6) 2019. No symptoms were reported.